Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an atrial lead revision procedure due to high impedance, noise, and high capture threshold. The noise was not able to be reproduced with the pocket manipulation or isometrics test. During the procedure, the atrial lead came out of the device header with a gentle tug from the physician. The lead was re-inserted into the device and the set screw was tightened. The patient was stable during and after the procedure.